Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the gap at forceps elevator occurred due to user handling (physical stress was applied to distal end), along with wear and tear. Based on the results of the investigation, it is likely that the foreign material remained at the distal end due to reprocessing being conducted insufficiently due to leakage from the forceps elevator. The foreign material was unable to be identified. The events can be prevented by following the instructions for use (IFU) which state: "-inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: distal end was shaved and switch 2 had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope tip bent the material. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: foreign material at distal end and forceps elevator leakage. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.